Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. The reported issue that the device had an error code 13.1033.149 on 8110 unit was confirmed by tech support. Tech support had a walk through with the customer and revealed the following, tech has error code 13.1033.149 on 8110 unit. Before call in tech had replace login board & flash unit still get same error. (B)(4). Syringe unit will not reflash even after replace logic board. High level steps/procedure: reflash software. Perform calibration and accuracy task. Perform pm. If error still occurs, replace logic board. Return the module to the factory. No further investigation of this issue is possible at this time, and no patient involvement was reported. Based on troubleshooting results, technical services couldnt determine the probable cause of the customers reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had an error code 13.1033.149 on 8110 unit. There was no patient involvement.